Manufacturer narrative:
The reported event of a failure to power up was confirmed by analysis. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis revealed visible burn damage on the main circuit board. The damage was caused by high current flow through the wall power outlet, resulting in the no power issue damage.

Event description:
This report is to advise of an event observed during analysis.